Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the caller was in or. Patient had the ins removed in 2017. The cause of the removal was unknown. On the day of the call they were going to test existing paddle lead that was left in place with wens and proceed from there for possible re-implant. However, upon opening the pocket, it appeared the lead tails had been cut as there were just translucent sheaths that had angled ends (as opposed to being blunt) and they didn't see any electrode contacts that would resemble the typical proximal end of a lead. Caller stated they followed the lead all the way up with fluoro and didn't see any connection site (to indicate there was a lead/extension connection). Caller stated patient's pump is on the same side where inspocket was so it is obscuring the area where the pocket is. It was stated that nothing else was done, and the current hcp did not remove the ins in question. Patient had an appointment on (B)(6) 2019. No further complication were reported. On 2019-nov-06 additional information was received from the rep. It was reported that the cause of ins removal in 2017 was not available. Neither patient nor his wife can remember the doctor¿s name with certainty. It was unknown if the device was returned for analysis. Patient's weight information was not available. No additional action to remove the lead is planned at this time. The provided information was confirmed with the physician/account.